Event description:
It was reported that there was an alert on this cardiac resynchronization therapy defibrillator (crt-d) system for left ventricular (lv) lead automatic threshold test (lvat) suspended. Technical services (ts) examined the presenting electrogram (egm) and found that this was due to lv loss of capture (loc) with lvat tests unsuccessful due to intrinsic beats and loc at high capture threshold output of 4.5v. It was discovered that this lead had become dislodged. It was noted that this lead was barely in the vessel properly at implant. No adverse patient effects were reported. Currently, this crt-d system remains in service.